Manufacturer narrative:
Unit p-cap or reservoir locked properly in place and passed displacement test. Device received with cracked case (battery tube) and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had crack on side of the insulin pump to the top of the battery compartment. The customer¿s blood glucose level was 160 mg/dl. The customer reported that the reservoir lip ring was not damaged, however reservoir was not able to lock in place into the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.